Manufacturer narrative:
After evaluation by the stryker field technician, it was determined that the foot end of the bed was stuck in high position. After the cpu was replaced, the bed met specification and the bed was returned.

Event description:
It was reported that there was a problem with the motor and that the cpu needed to be replaced. No adverse consequences were reported.